Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During an onsite visit the fse (field service engineer) found device working as intended and within specifications. Log file review shows that after successful docking, the surgeon erroneously released the vacuum with the foot pedal. At this time, an error was shown to the surgeon. Due to the continued eye contact, the system declined to move the laser arm (safety system). . No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the laser stopped during a lasik procedure. The patient was removed from the laser manually. The laser was restarted and the treatment was successfully completed. There was no patient harm.